Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer failed and would not open. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets failed. The field service engineer found that the pockets needed to be replaced to resolve the issue and then replaced the pockets in a1, cleaned the pockets and trays, ran the hardware testing application, and verified that the drawer opened and all pockets were functioning fine. The system functioned as intended after the field service engineer repaired the device.